Manufacturer narrative:
Updated fields - b4, b5, d4 (unique identifier (UDI) number), d8, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked the history and found that the alarm low vacuum and came to check the function check and found that the average vacuum value was -144 mmhg, which is lower than the standard. It is recommended to change the manifolds drive set and check the history. The maintenance kit 5000 hrs has never been changed. The fse replaced new kit 5000 hr and drive manifold. Function test passed and calibrate, values are within normal range.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) had a low vacuum alarm. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.